Event description:
It was reported that during implant the lead was delivered with only j-shape stylets; there were no straight stylets in the package. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.